Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting knife of the device broke off at the proximal end. The broken part was not returned. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the temperature of the cutting knife increased and stiffness of the knife weakened since the electric discharge occurred between the knife and the tissue when the user activated high-frequency output, besides the knife was broken off when the knife was subjected to a load during user handling. It was also known that an electric discharge occurred due to the following reasons; the electrosurgical unit was used in the coagulation mode. The high-frequency output was set too high. The activation time was too long. The contact length between the cutting knife and the tissue was too short. The above device handling has warned in the instruction manual as follows. When the electrosurgical unit is used in the coagulation mode, deformation or break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should deformation or break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the coated outer tube. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the cutting knife is detached, be sure to collect it using grasping forceps.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The cutting knife of the first device was broken off. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic submucosal dissection (esd), two devices were used. On the first device, the cutting knife of the subject device could not be extended from the sheath. When the user repeatedly manipulated the subject device, the insertion portion of the subject device was bent. On the second device, it was difficult to extend the cutting knife from the sheath. There was no patient injury reported. No further information was provided. As a result of evaluation for the subject device, olympus medical systems corp. (Omsc) found that the cutting knife of the first device was broken off. It was possibility that the fragment fell inside the patient. This is the report regarding the falling of the cutting knife on the first device.